Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited sensing on the right atrial (ra) channel, despite there not being a right atrial (ra) lead implanted. Technical services (ts) discussed programming the atrial lead and atrial tachy discrimination off. It was noted that this reprogramming occurred. No adverse patient effects were reported. This crt-d remains in service.